Event description:
Initial reporter indicated that the pt had pending surgery for their generator being at the end of battery life, and it was cancelled "as the patient began having an increase in seizures 2-3 days ago, and had an episode of status today. The pt was taken to the emergency room and was then life flighted to medical center where the generator was emergently replaced with a 103."